Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Event description:
Upon evaluation, the power supply was found to be the frayed component. The unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. There was no damage to the right-angle extension cable. Golden power supply was used for performance testing due to physical damage to the one returned. The unit powered on successfully in conjunction with return right ang ext cable with golden power supply was connected directly to it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.